Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable assembly was removed and replaced. The collimator and fluoro were tested and the system operates as intended.

Event description:
The customer reported, the collimator rotation was not working and the fluoro technique was ramping to maximum with a black image on the monitor. No patient injury was reported.